Event description:
It was reported that a malfunction alarm occurred. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The event date listed on b3 is reflective of the time zone of the country of the event.